Event description:
It was reported that an occlusion alarm occurred on the ilet while using a steel contact detach infusion set with 23-inch tubing, and the user experienced hyperglycemia with a blood glucose of 193 mg/dl after breakfast. Symptoms included elevated blood glucose. Outcomes included no injury and no medical intervention or hospitalization. Investigation included call center troubleshooting, inspection of the infusion set and tubing for kinks or bubbles, priming, and resumption of insulin delivery. Investigation of this case revealed no device malfunction or physical obstruction was identified, and delivery resumed after priming with visible drops. It was concluded that the cause of the hyperglycemia and occlusion alarm was unclear, and the device was able to continue normal operation after troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.